Manufacturer narrative:
Continuation of d10: product ID a820, serial # unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient ptm. It was reported that she was getting an error when trying to pair an older personal therapy manager (ptm) with version 1 software to a sm3 pump. The agent informed the healthcare provider that she would need a ptm with version 2 and the old ptm software cannot be updated. Additionally, she had "numerous" patients where the ptm was taking a long time to connect. The agent reviewed and told the hcp that there is a known issue there the pds data would need to be cleared for it to communicate more quickly.